Event description:
The patient followed the recommended advice to immediately go to the hospital emergency ward. The patient was released the same day and still experienced bleedings periodically. On (B)(6), 2010 the physician replaced the j-tube with another endovive ttp jejunal feeding tube.

Event description:
Caller states patient tested >8 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.